Event description:
A malfunction alarm with code malf 16 was reported, and the pump was found not to be resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer opted to use multiple daily injections as a backup therapy. Technical support confirmed the shipping address, instructed the customer to put the pump in storage mode, and facilitated the return of the problematic pump via a pre-paid label within 10 days. They also arranged for a replacement pump to be sent.